Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the subcutaneous lead was later replaced with a new subcutaneous lead placed in a slightly higher position. It was noted that defibrillation threshold (dft) testing was successful with the new lead in the new position.

Manufacturer narrative:
Continuation of d10:  product ID dvfb2d1 (serial: (B)(6); product type: 0235-ICD; implant date (B)(6) 2024 product ID 4968-35 (serial: (B)(6); product type: 0267-lead-lv-epi; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five days post-implant, the high voltage impedance for the subcutaneous lead was observed to have dropped. It was noted that during implant, the surgeon needed to reposition the subcutaneous lead as the coil moved and the defibrillation threshold testing (dft) was not successful. After repositioning, dft testing was successful. The subcutaneous lead remains in use. No patient complications have been reported as a result of this event.